Event description:
Preliminary disclosure form was received, which provided information for patients first hip surgery. It has been indicated that patient may have had infection and undergone multiple revisions, but it is not clear what was taken out. She had a partial revision surgery on (B)(6) 2008. This surgery was not mentioned in patients litigation, but we are reporting it now as a supplement to the original complaint.

Manufacturer narrative:
The complaint shall be closed with an undetermined conclusion. It shall be entered onto the complaints database and monitored through trend analysis. Should additional information be received then the complaint shall be re-opened and investigated further. The investigation confirmed that no product was returned. A review of the manufacturing records was conducted on lots 2537663, 2485694 and 2622346 with the result that no anomalies were found. The irradiation certificates show the dose to be within allowable limits and no other anomalies were found. With the information available the investigation will be closed with an undetermined conclusion and entered into the complaints database for future trending. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.